Event description:
It was reported that the pump was non-functional and it was explanted. No further information was provided. It was further provided that the catheter broke. The cause was unknown and it was not clear as to when this had occurred but reported as likely in 2011. There were no patient symptoms. A spine x-ray revealed a disconnected catheter. A computerized tomography (CT) study was done on (B)(6) 2013 noting a disconnected catheter. The patient had started baclofen treatment in (B)(6) 2004 and the treatments were ended on (B)(6) 2013. This device system delivered lioresal. The patient was currently reported as stable and on oral baclofen.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed an anomaly of the non-sc pump connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.